Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing severe burning sensation at the ipg site whether the stimulation was on or off. It was noted that there was no actual burn in the patient&#38112;skin. The physician prescribed a muscle relaxant but it did not provide long-term relief to the patient. The patient will undergo a revision procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing severe burning sensation at the ipg site whether the stimulation was on or off. It was noted that there was no actual burn in the patient's skin. The physician prescribed a muscle relaxant but it did not provide long-term relief to the patient. The patient will undergo a revision procedure.